Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs not withstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 24-oct-2019 and inspection of the unit was performed on 25-oct-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, lg cable single separated/ twisted under pve root brace, distal tip annual maintenance, bending rubber glue does not meet specs too thick @ ift side, air/ water socket cylinder residue deposit, forward body trim collar attaching nut worn/ loose thread, passed wet leak test, lightguide prong cover glass set loose, passed dry leak test, fluid invasion not observed in control body, fluid invasion not observed in pve connector, bending rubber mild discoloration. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was is pending repair and final qc approval as of 11-nov-2019: o-rings and seals, distal case/cap, fwd body trim cover attaching nut, light guide cable, o-ring(0.5x1.3), bending rubber.